Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging that "the trend graph arrows are not showing" on the screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: during investigation, there was no activity outside of the normal use and is observed in the continuous glucose monitor (cgm) history or the black box. A test transmitter was paired with the pump correctly. The blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No warnings occurred during the investigation, pump correctly displays arrow cgm reading screen. Unable to duplicate ¿cgm arrow display¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.